Event description:
Information received indicates the head section drifts down very slow.

Manufacturer narrative:
The technician found the CPR valve was sticking. The technician replaced the valve to repair the bed.